Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing and shocks for atrial tachycardia/atrial fibrillation (at/af) with a rapid ventricular response detected as ventricular fibrillation (vf). The crt-d remains in use. No further patient complications have been reported as a result of this event.